Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample in open packaging, and two (2) photographs were provided for evaluation. The provided photographs were visually evaluated, and it was observed that the packaging of the go medical industries pty ltd triple lumen v-set was included, along with the back of a blister from an unidentified product. As these items are not manufactured by b. Braun, the reported defect cannot be properly assessed, based on the photographs provided. Thereafter, the received sample was evaluated, and no evidence of damage was noted. Leakage testing was performed, and the sample passed within specification. Based on the investigation findings, the reported defect was not confirmed to be attributed to the manufacturing process. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformance's were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: reason of complaint: safesite valve leaking after disconnection. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.